Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a pentaray nav high-density mapping catheter. During ablation, the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. They were ablating on the posterior wall with a rmt catheter when the blood pressure dropped. A pericardiocentesis was performed and 400 ml was removed. Heparin was reversed. They received 2-3 "high temperature" warnings on the smartablate generator and the power was reduced. The physician's opinion on the cause of this adverse event was pentaray perforation. Patient required emergency surgery to repair. This adverse event is being captured under the pentaray catheter to align with the physician¿s belief that it was the most likely the cause of the perforation.